Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The download log , found no data in the log related to the complaint within the investigation window. Log starts (B)(6) 17. Perform functional test: passed relevant testing. Perform manual functional tests "try it", pass. Open receiver case for internal visual inspection, pass. Measure the speaker resistance. Speaker resistance within specification. The reported event of no audio output was confirmed. The root cause could not be determined.